Manufacturer narrative:
Additional information: breakdown of 2 events are as follows: cosmetic issues - 1, haptic damaged - 1. Serial numbers of suspect products: (B)(4). Site address: for the sn starting with (B)(4) the manufacturing site address is as follows: (B)(4). 1 investigation was completed and 1 investigation is pending from this period. From the 1 investigation completed the product was not returned back. In the investigations it was concluded that products met manufacturing release criteria and no product deficiency was identified. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Event description:
This report summarizes <noe> 2 </noe> malfunction events. The events were related to lens damaged. There were no patient injuries reported associated to the events.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f and g. 4 date on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).

Manufacturer narrative:
Section d10: device available for evaluation: yes. Section d10: returned to manufacturer on: 03/31/2020. Section h3: device returned to manufacturer: yes. There are 1 investigations completed during this period. The breakdown of 1 investigation is serial numbers (B)(6), no issues were identified. The investigations concluded that product met manufacturing release criteria and no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.